Event description:
The patient was in the middle of a trial. Yesterday the patient fell after turning the stimulation up as it was too strong in the legs; bruised hips and head. The patient was transferred to another hospital after subarachnoid hematoma was discovered after a CT. No surgical interventions were taken. The patient was released today. The patient was scheduled to have the lead pulled today but will be seen in the next day or two to have the lead pulled. The issue was resolved. The company representative confirmed that lead was pulled on (B)(6) 2015. Per the patient¿s nurse practitioner, the hematoma was mild and nothing surgically was done. The patient was sent home and she was doing fine at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, implanted: (B)(6) 2015, explanted: (B)(6)2015, product type: screening de vice. Product ID: 977d260, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening. (B)(4).